Event description:
Revision of an attune primary done on (B)(6) 2021. Male. Left side. The reason for revision was because the x-rays showed that there may be some loosening + query infection. The patient had a previous washout and liner exchange. Unsure of the date this occurred, or pc (if logged at all as they do washouts all the time which we aren't notified of). The patient also hadn't grown any bacteria in the lab to confirm infection. When the site was opened the surgeon noted that it didn't look infected. He then removed the poly insert and began to assess the tibial and femoral component for loosening. The surgeon then concluded that the components were in fact well fixed and not loose. They took further tissue samples, scar tissue was removed, and a new poly insert was implanted. The site was then closed.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.